Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 916mg/dl, and she was treated with an insulin drip. It was stated that the customer was experiencing shortness of breath. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Advised that the customer should change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.